Event description:
It was reported that the patient underwent dental surgery on an unknown date and suture was used. Following the procedure, the patient experienced intolerance and strong inflammatory reactions. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.